Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hcp was able to aspirate the reservoir, but was unable to fill it. The nurse was unable to refill the pump with a full 40ml of medication; only 30ml would go in. The expected residual volume was 15ml. The drug concentration in the pump had changed and a bridge bolus was needed. The hcp planned to stop the pt's pump and refill again after getting more new drug to refill the pump. The medication being delivered via the device system was morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.